Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was visually inspected as received from the customer. It was found that the device failed visual inspection due to stuck trigger. Investigation is based on assessment performed in the service center palm beach gardens during the initial assessment it was found that the device failed the following steps from the functional assessment: visual inspection: fail. Operation assessment: uut impacts with the top trigger, the bottom trigger, and the reverse button: fail. During the assessment it was found that the device had a sticky trigger. During the testing it was found that loctite was visible inside the retainer and on the trigger shaft leading to the sticky trigger. The most probable root cause can be traced to a manufacturing issue. Further investigation and assessment is covered under a non conformance. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history record shows the lot of product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-surgery testing it was observed that the trigger of the impactor device was stuck. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d3, g1; please note that the legal manufacturer facility name and address have been updated.